Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient's ipg became inoperable during the lead replacement procedure on (B)(6) 2017 (reference MFR number: 3006705815-2017-00476 and 3006705815-2017-00477). As a result, the ipg was explanted and replaced.